Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("her life is limited/ secondary effects nos") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (she was waiting for fallopian tube removal due to secondary effects). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse reaction outcome was unknown. The reporter considered adverse reaction to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-apr-2017 for the following meddra preferred term: adverse reaction. The analysis in the global safety database revealed 5 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that her life is limited. She was waiting for fallopian tube removal due to secondary effects. This unspecified event was regarded as anticipated in the reference safety information for essure. No information was provided on the exact nature of this event. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. As reporter's contact details are not available, no further information can be obtained.